Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Following the initial implant procedure, the patient began experiencing chest pain and cyanosis. An echocardiogram was performed and found a pericardial effusion. A pericardiocentesis was performed and the effusion was aspirated. An interrogation was performed and the pacing impedance was increased. The patient was stabilized and will continue to be monitored.